Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once repairs are complete.

Event description:
Info received indicates the mattress is worn, which has allowed fluid into the mattress.